Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, (B)(6), +17.0d) was implanted backwards in the eye on (B)(6) 2024. The surgeon flipped the lens to the correct orientation without complications on 01/25/2024. Rxsight's first awareness of this event was on 01/25/2024.

Manufacturer narrative:
Section h6 codes were updated. Manufacturer reference (B)(4).